Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. There was a fractured solder connection at the tab inside of the rear wire-1 therapy electrode (te). The cause of the test failure was isolated to the fractured solder connection. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. No adverse events occurred as a result of the defective electrode belt.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional therapy electrodes.